Event description:
Per hospital's medwatch: using an infant heel warmer when the package "exploded", causing contents to enter employee's right eye and mouth. Developed photophobia, increased tearing of eye and ulceration of mouth. Spoke with customer on 9/25/2000, who stated employee sought medical attention and rec'd prescription eye drops and missed three days of work as result of incident. Employee has returned to work and is doing well at this time.